Event description:
It was reported that the patient was not making ¿headway¿ with the therapy. The patient would do well for two to three days, but then it went away and therapy would stop. The issue had occurred since the original implant in 2005. The reporter was frustrated and felt that it was the ¿programmer¿ of the implantable neurostimulator (ins) that was the problem. It was unclear if this meant the programming device itself or the person who programmed the patient. The doctor reportedly told the patient and reporter that ¿every patient was different with their response to the therapy.¿ the ins was eventually replaced. No patient outcome was reported along with more details about the event, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v017959, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v017959, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).